Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient was externally defibrillated while wearing the lifevest. The open r781 is consistent with the patient receiving an external defibrillation while wearing the device. The lifevest is not defibrillator proof and is not designed to be worn while the patient is externally defibrillated. The root cause for the open resistor was the external defibrillation. Electrode belt sn (B)(4) has been returned to zoll manufacturing corporation and the investigation is underway. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture dates: monitor 08/31/2015, belt 11/10/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was found unconscious in the emergency room bathroom. Prior to passing the patient received five inappropriate lifevest defibrillations and six non-lifevest defibrillations. Review of the patient's download data revealed that following device startup at 5:29:46 on (B)(6), from 5:35:34 pm to 5:42:35 pm the patient was in asystole with CPR/motion artifact. The rhythm then transitioned to sinus tachycardia from 120 bpm slowing to sinus tachycardia @ 100 bpm degrading to asystole with CPR/motion artifact. The patient received the 1st non-lifevest defibrillation; rhythm at time of treatment was CPR/motion artifact. The patient's post shock rhythm was CPR artifact. At 5:42:40 pm, the device detected an arrhythmia and began the treatment sequence. The patient's rhythm at the time of the detection was CPR/motion artifact. The patient then received three lifevest treatment pulses at 5:43:16 pm, 5:43:40 pm, and 5:44:07 pm. For each of these three treatments, the patient's rhythm at the time of the treatment delivery and the patient's post-shock rhythm were CPR motion artifact. At 5:44:14, the patient's rhythm was vf with CPR artifact per the holter monitor. The patient then received two lifevest treatment pulses at 5:44:36 pm and 5:45:03 pm. For both of these treatments, the patient's rhythm at the time of the treatment delivery and the patient's post-shock rhythm were CPR motion artifact. Per the holter monitor, from 5:45:26 pm to 5:47:47 pm, the patient's rhythm was asystole with CPR/motion artifact per the holter monitor. At 5:48:33, the device declared a non-treatable rhythm. From 5:50:09 pm to 7:06:38 pm, the patient was in sinus tachycardia @ 110 bpm with motion artifact slowing to sinus rhythm @ 80 bpm degrading to vf. The patient received a 2nd non-lifevest defibrillation; rhythm at time of treatment was vf with CPR artifact. Post shock rhythm was CPR artifact. The rhythm then transitions to sinus rhythm/idioventricular rhythm @ 90 bpm with motion artifact degrading to vt from 120 bpm to 170 bpm with CPR/motion artifact. The patient received a 3rd non-lifevest defibrillation; rhythm at time of treatment was vt @ 170 bpm with CPR/motion artifact. Post shock rhythm was an idioventricular rhythm @ 90 bpm with CPR/motion artifact. The rhythm then transitions back to vt from 120 bpm to 200 bpm further degrading to vf with CPR/motion artifact. The patient received a 4th non-lifevest defibrillation; rhythm at time of treatment vf with CPR/motion artifact. Post shock rhythm was an idioventricular rhythm @ 90 bpm. The rhythm transitions again to vt from 100 bpm to 110 bpm with CPR/motion artifact. The rhythm then transitions to sinus tachycardia @ 140 bpm degrading to vt @ 140 bpm with CPR/motion artifact. The rhythm transitions again to sinus tachycardia from 140 bpm slowing to sinus tachycardia @ 120 bpm degrading to asystole transitioning to an idioventricular rhythm @ 90 bpm with CPR/motion artifact degrading to vt @ 250 bpm. The patient received a 5th non-lifevest defibrillation; rhythm at time of treatment was vt @ 250 bpm with CPR/motion artifact. Post shock rhythm was vt @ 150 bpm with CPR artifact. The rhythm degrades again to vf with CPR/motion artifact. The patient received a 6th non-lifevest defibrillation; rhythm at time of treatment was vf with CPR motion artifact. Post shock rhythm was CPR/motion artifact. CPR/motion artifact was seen until the device shutdown at 19:06:38. 6. CPR/motion artifact and hr at or below the threshold for treatment prevented the lifevest from treating the patient from 5:50:09 pm to 7:06:38 pm. The patient reportedly passed away on (B)(6) 2019 at 6:00 pm. There is no indication that a device malfunction caused or contributed to the patient's passing.